Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. The reported events of endophthalmitis, vision loss and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported patient experienced hypopyon, endophthalmitis, pain with iop of 42 mmhg and va 20/400 in the right eye against the xen®45 gts. Hypopyon has gone from 2.5mm down to 1.2mm after vitreous injection. Retina surgeon tapped anterior chamber (ac) and culture is negative for endophthalmitis. Patient has a fibrin sheath in ac, which indicates sterile endophthalmitis. Iop now noted as 3 mmhg, va was hand motion at 18''. Hypopyon was trace in ac and clearing. Patient remains on eye drops atropine, pred forte and vancomycin but will switch to moxifloxacin with oral moxifloxacin. The device remains implanted.